Manufacturer narrative:
B3: 2025 was the year of the event but the exact day/month was not reported. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a non-reactive downstream occlusion (dso) sensor was found. The dso sensor was replaced to fix the issue.

Event description:
The device was returned due to the downstream occlusion not being calibrated. The results of the investigation found that the device's downstream occlusion (dso) sensor was non-reactive. There was no patient involvement.